Event description:
For injections using timing bolus (angio CT studies), sometimes, if you make changes in the initial injection volume protocol after the test injection, the change is not accepted and returns to the original volume (stored in protocol memory). It occurs on a random basis. Also, when you access the protocol memory in the console bottom part, the page numbers of protocols are wrong. For example, they should be: 1 2 3 4 5. With this problem the screen appears in this way: 1 5 3 4 5. This problem occurs in a random basis too. No particular pts were identified.

Manufacturer narrative:
Optivantage dh injector system is located in another country. Investigation pending. Once investigation has been completed, a 3500a supplemental follow up report will be submitted.